Event description:
During an unspecified procedure, the viva catheter balloon ruptured at 6 atms. The number of inflations and to what atms is unknown. The lesion being treated was a 50% stenotic lesion in the distal right coronary artery (rca). No patient injuries or complications were reported.